Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of a device malfunction was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required the ams700 device was visually inspected. There was a leak in the kink resistant tubing at the strain relief junction that was the result of fatigue. There was a leak in one cylinder that was the result of a sharp instrument. There was a leak in the other cylinder that was the result of a sharp instrument. The pump and the reservoir were not functionally tested due to the tubing leak. Model number: 72404155. Lot number: 762408007. Model description: reservoir 65ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it stopped working. All components were removed and the wound was washed out. A new ipp device was implanted.

Manufacturer narrative:
Model number: 72404155, lot number: 762408007, model description: reservoir 65ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it stopped working. All components were removed and the wound was washed out. A new ipp device was implanted.